Event description:
Correction: the vad coordinator reported the pump speed being 5500 rpms, 100 rpms above the set speed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use is currently available. Section 1, ¿introduction,¿ lists other neurological event (not stroke-related) as a potential adverse event that may be associated with the use of hm3 lvas. This section also provides explanations regarding pump parameter, including pump speed, and states that the device¿s rotor speed will periodically depart from the set speed value (2000 rpm above and 2000 rpm below the set speed) to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 2. ¿system operations,¿ provides indication of when the pump is operating in pulse mode and explains that while in this mode, the hm3 pump will automatically modify its speed to create an artificial pulse once every 2 seconds. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management," lists neurological dysfunction as a potential late postimplant complications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The hm3 lvas patient handbook is currently available. This document cautions the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The report of pump speed increasing to 100 rotations per minute (rpm) above the set speed was confirmed through review of the submitted log files; however, these changes in the pump¿s speed are within design specifications and do not indicate an issue with the device. Additionally, a specific cause for, as well as a direct correlation between the device and the reported acute onset of confusion, paranoia, auditory and visual hallucination could not be conclusively established through this evaluation. The submitted system controller event log file captured pump speed fluctuations which are expected of the pump¿s pulsatile mode of operation which intentionally increases the speed 2000 rpm above and 2000 rpm below the set speed. In addition, a period of slightly decreased flow was observed between (B)(6) 2021 and (B)(6) 2021; however, average flow did not decrease below the low flow limit and, therefore, did not result in any low flow faults or alarms. Multiple attempts were made to obtain further information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator to report a change in their mental status. The patient was asked to come into the hospital for evaluation where they reported having acute onset confusion, paranoia, and auditory and visual hallucination. The vad coordinator reported the pump speed being 6500 rpms, 1000 rpms above the set speed. Decreased flows and increased pi seemed to be occurring during the same time period. Review of the patient's log files showed routine events. The vad and all peripheral equipment appeared to be functioning as intended. The patient's mental status persisted but the pump parameters were at baseline.